Event description:
Additional information reported indicated that the physician did not know the cause of the event. The patient had not been seen after the event by the medical staff and no interventions were performed. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3387s-40, lot# v415236, implanted: (B)(6) 2010, explanted: na, extension model 7482a51, (B)(4), implanted: (B)(6) 2010, explanted: na, programmer model 7438, (B)(4), neurostimulator model 7426, (B)(4), implanted: (B)(6) 2009, explanted: na, extension model 7482a51, (B)(4), implanted: (B)(6) 2010, explanted: na, lead model 3387s-40, lot# v458446, implanted: (B)(6) 2010 explanted: na.

Event description:
It was reported that the patient fell and had since not been able to keep their implantable neurostimulator on. While in the emergency room, the patient's neurostimulator was turning off. Additional information had been requested, but was not available as of the date of this report.